Event description:
The customer called to report leaks on two reservoirs and too much resistance in one reservoir. It was stated that in one of the reservoirs the plunger could not move. The customer declined to check the bg levels.